Event description:
It was reported that the latitude monitoring system had a high impedance alert for this system. The low energy impedance measurement was 205 ohms, which is high but within normal limits. Technical services reviewed the latitude data and found an inappropriate shock from 2023 with a high energy shock impedance was 172 ohms. Technical services suspects the system is likely located in adipose tissue. Technical services discussed the data with the clinic. There were no additional adverse patient effects. The system remains implanted.